Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021. It was reported that the cause of the discolored medication was unknown. The cause of the inability to aspirate the cap was undetermined. A back table prime was completed for the new pump. The device would not be returned for analysis and the patient's weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving compounded baclofen (3000mcg/ml at 263mcg/day) via an implanted infusion pump. It was reported that during a normal pump replacement, the hcp went to aspirate the drug out of the old pump and the compounded baclofen was found to be tinted yellow, "almost like lemonade with a hint of brown." The hcp decided not to put drug into the new pump at the replacement, and instead put preservative free normal saline (pfns) into the pump. The hcp was giving the patient oral medication until the next refill. The hcp had no therapy concerns prior to this incident, however, they could not aspirate from the cap prior to replacing the pump.